Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision. The reporter stated the surgeon prefers to use amo injection system with this model lens. An amo injection system has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Eval results: visual inspection of the returned product found one haptic torn off. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the injection system with this model lens.